Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out, externalized conductors were observed via diagnostic imaging. Patient was asymptomatic. Lead was capped and replaced without complication. Patient condition was fine.